Manufacturer narrative:
It was reported that a control syringe component broke "at the thumb loop." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided, however, a physical sample was not returned. Visual inspection of the photo confirmed that the top had broken off of the control syringe near the thumb loop. From the photo it appeared that force was applied to one side of the control syringe as the break was not straight across. No additional damage was visualized in the photo. Without a physical sample, a root cause was unable to be determined. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a control syringe component broke.